Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), cystitis ("bladder/urinary problems: bladder infect.,vag. Infect"), vaginal infection ("bladder/urinary problems: bladder infect.,vag. Infect"), migraine ("migraine"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gi conditions : gerd"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced nausea ("nausea"), pelvic pain ("pelvic pain female") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, cystitis, vaginal infection, vaginal haemorrhage, pelvic pain and abdominal pain upper had resolved and the migraine, fatigue, gastrooesophageal reflux disease, weight increased, headache and nausea outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, menorrhagia, bladder infection, vaginal infection, migraine, fatigue, gi conditions, weight gain current weight: 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received events "abnormal bleeding (vaginal), headaches, gerd, pelvic pain, stomach pain" were added. Outcome of events " bleeding and pain" were updated as recovered. Lab data, reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder/urinary problems: bladder infect.,vag. Infect"), vaginal infection ("bladder/urinary problems: bladder infect.,vag. Infect"), migraine ("migraine"), fatigue ("fatigue") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, dyspareunia, menorrhagia, cystitis and vaginal infection had resolved and the migraine, fatigue, gastrointestinal disorder and weight increased outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, migraine, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, menorrhagia, bladder infection, vaginal infection, migraine, fatigue, gi conditions, weight gain . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case became valid and incident. Injury nos was replaced with new events- dysmenorrhea, dyspareunia, menorrhagia, bladder infection, vaginal infection, migraine, fatigue, gi conditions, weight gain. Updated date of insertion and outcome of events dysmenorrhea, dyspareunia, menorrhagia, bladder infection, vaginal infection to recovered/resolved. Date of removal, reporters, patients dob were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), cystitis ("bladder/urinary problems: bladder infect.,vag. Infect"), vaginal infection ("bladder/urinary problems: bladder infect.,vag. Infect"), migraine ("migraine"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gi conditions : gerd/gastrointestinal or digestive system condition type"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), allergy to metals ("nickel allergy"), pelvic pain ("pelvic pain female") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, cystitis, vaginal infection, vaginal haemorrhage, pelvic pain and abdominal pain upper had resolved and the migraine, fatigue, gastrooesophageal reflux disease, weight increased, headache, nausea and urinary tract infection outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, menorrhagia, bladder infection, vaginal infection, migraine, fatigue, gi conditions, weight gain current weight: 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion, the essure was in place. Most recent follow-up information incorporated above includes: on 13-jan-2020: pfs received. New event uti was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.